Event description:
The customer reported obtaining initial false high sodium (na) results for two (2) patients, involving the unicel dxc 600 pro synchron system. The initial false high sodium results were flagged to perform a critical rerun. The instrument performed an automatic rerun and both samples generated lower na results within the normal reference range for the patient. The false high initial na results were not reported outside the laboratory. There was no effect to patient treatment in connection with the event. Quality control was within laboratory's established ranges on the day of the event.

Manufacturer narrative:
A (B)(4) (third party service supplier) evaluated the system and replaced the eic (electrolyte injection cup) valve to resolve the issue. The (B)(4) verified instrument operation.